Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. The logs captured two application sessions on the date of issue. It was noted from the logs that the site verified the registration probe and did multiple registrations; however, no interference error or any other abnormalities were reported by the logs. The analyst suspected metal interference might have resulted in the issue with tracking of the instruments, but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0.: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was not tracking any of the instruments after registering the patient. The representative called to report additional troubleshooting. The patient tracker geometry error was .33. Patient was positioned in the center of the tracking volume crosshairs. The footswitch behavior was set as expected. The representative reported that no 3d models could be seen, even though a registration had been successfully completed. They rebooted the system, re-registered the patient and the issue was resolved. All instruments could be tracked without issue. There was a reported delay of less than one hour and no reported impact to patient outcome. This occurred during set-up during registration. The emitter was reported to be green and working.